Event description:
On 7/20/99, the catheter was being utilized to declot a PICC line. The catheter was being placed via the brachial vein into the subclavian. They were attempting to pass through an occlusion. The catheter tip separated in the brachial cephalic vein and was removed with a snare.